Event description:
Customer reported that the screen was often sticky or unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer chose not to engage in troubleshooting.